Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through evaluation. This error message was caused by a failed motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no patient injury.